Event description:
The customer's mom called in to report that the customer was receiving a no delivery and motor error alarm on his insulin pump. The customer's blood glucose level at the time of the event was 473 mg/dl. The customer was able to correct his high blood glucose level with his pump. The customer's mom recalled that the pump received a no delivery alarm the night before and then that morning during a basal the motor error alarm occurred. The customer was able to resolve the no delivery alarm through a complete set change. The customer was unable to conduct troubleshooting on the pump to determine the no delivery and motor error alarm because they did not change the reservoir. We advised the customer to discontinue use of the pump and revert to a back up plan. No further information was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery or motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.